Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The patient's blood glucose level was 300 mg/dl. The troubleshooting was performed. The customer was advised that there may be a possible site related issue, possibly due to a bent cannula or site/ set occlusion. The customer was advised that the insulin is working as designed and to monitor it , call back if need be.